Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy while stapling the antral area of the stomach, the reload did not cut. To resolve the issue another reload was used to complete the procedure. There was no patient injury.